Manufacturer narrative:
(B)(4). The device history records review was performed and indicated that no nonconformance was recorded during the manufacturing process of the reported product lot number. No conclusion can be drawn. However, the conducted investigation would tend to indicate that the product was not defective at the time of manufacturing. Please note that it is commonly accepted among vascular surgeons that woven grafts are prone to fraying. For that purpose, precautions when cutting the graft are clearly mentioned in the instructions for use. Therefore, it is considered as probable that an user error has contributed to this event.

Event description:
During a surgery performed on (B)(6) 2016, it was reported that the involved graft frayed when cut. The graft was implanted and no patient effect was reported.